Event description:
It was reported that pump malfunction occurred after pump may have gotten wet while customer was taking shower or bath. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (MDI) as a backup therapy until the replacement arrives.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 12 Pro Max / 2.9.1 / iOS_18.6.2.